Manufacturer narrative:
The customer's report of a leak from the y-site was not confirmed however leaking was confirmed at the female luer. Visual inspection showed that the female luer component was cracked on the top and continuing along its length. The crack measured 0.442 inches long. Another crack line was also noted, starting to form along the side of the luer. No tool markings were observed. Functional testing confirmed a leak from the damaged luer. Pressure testing resulted in no leaking. The root cause of the customer's report of a leak from the y-site was not identified. The probable cause of the damage on the female luer was identified as a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Event description:
The customer reported that the pca tubing leaked from the y-site. There was no patient harm.